Manufacturer narrative:
A ge service representative conducted an on site investigation. The loose connector was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an interlock failure error message. No pt injury was reported.